Manufacturer narrative:
Patient code (B)(4) (intervention required). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent oblique lateral interbody fusion (olif) due to adult spinal deformity on (B)(6) 2016. On (B)(6) 2016, post-op, the patient reported of having fever on (B)(6) 2016 and infection was observed. Drainage surgery was scheduled to be performed on (B)(6) 2016 because pus-filled. As reported, it is unknown whether the product came in contact with the patient or not.